Event description:
It was reported that during kit inspection, the cover of the universal battery for aseptic transfer kit started to loosen. There was no report of surgical delay or pt injury associated with the event. No add'l clinical info was rec'd prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.